Event description:
The customer stated that he was experiencing high blood glucose levels. The customer reported a blood glucose reading of 600 mg/dl. The customer was advised to seek immediate medical assistance. The customer stated that he will be going to the emergency room. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.